Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was found to exhibit loss of capture and high threshold measurements when it was tested in bipolar configuration. Oversensing of noise causing pacing inhibition was also observed on the rv channel. A high out of range pacing impedance measurement of greater than 2000 ohms was noted too. The physician suspected the rv lead was fractured. Surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to exhibit loss of capture and high threshold measurements when it was tested in bipolar configuration. Oversensing of noise causing pacing inhibition was also observed on the rv channel. A high out of range pacing impedance measurement of greater than 2000 ohms was noted too. The physician suspected the rv lead was fractured. Surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. The helix was observed to be in a retracted position and dried blood/body fluid was noted in the helix housing and tip region. An x-ray taken showed a fracture of the outer conductor coil approximately 18.7 centimeters from the terminal end. This is consistent with a fatigue fracture. The electrical allegations made against the lead were confirmed due to the presence of this fracture on the outer coil.